Event description:
It was reported that an asymptomatic patient presented to the clinic with an episode of non-sustained right ventricular oversensing. The oversensing was noted in the stored egm. The device was reprogrammed. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.